Event description:
Customer reported being hospitalized for dka. Customer was unable to troubleshoot at time of call. Customer stated that she will call back to complete troubleshooting of pump. No further details provided at time of call.